Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 426 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 426 mg/dl. Customer blood glucose reading at the time of the incident was over 405 mg/dl. Customer high blood glucose reading stared on (B)(6) 2017 at 6:22 pm. Customer did not have symptoms. Customer treated their high blood glucose reading with insulin pump. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer did not mention drive support condition. Customer did not mention if there were air bubbles or leaks. Customer stated the cannula was not bent. . Customer reports site was changed every 2/3 days. Customer checked insulin setting. Products will not be returning for analysis.